Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope connectivity error involving an olympus colonovideoscope after the diagnostic colonoscopy procedure had been completed and the device was no longer in use on the patient. The event resulted in a procedural delay, and the procedure was completed using the same device. No patient injury or adverse patient impact was reported.